Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was pressing up against a nerve and causing discomfort. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information is available regarding the explant.

Manufacturer narrative:
Additional information was received that there is no further course of action.

Event description:
A report was received that the patient¿s device was pressing up against a nerve and causing discomfort. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s ipg was pressing up against a nerve and causing discomfort. The patient underwent an explant procedure.